Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, no clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the root cause of the reported drill tip breakage could not be determined. The evos small 2.5mm drill w/ao qc long device is comprised of stainless-steel type 630. These devices are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. According to the report, the tip was retained inside of the patient¿s tibial fracture. Since the tip is retained inside the patient¿s bone, micro-motion/migration of the retained tip is unlikely. Per report, the procedure was resumed, without any delay, using a s+n back-up device. Since no other harm is anticipated, no further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices for single use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a trauma surgery, when finishing the drilling process, it was identified that the tip of the evos small 2.5mm drill w/ao qc long device had broken when it touched the rod. The drill tip was not removed, it remained inside the patient. The procedure was resumed, without any delay, using a s+n back-up device.